Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the old patient was not discharged in the adt (active directory) /emr system, causing two patients to appear for the same bed. A technical support specialist (tss) reviewed both patients¿ details on the server and confirmed that the old patient, admitted on (B)(6) 2025, had not been discharged in the system. The patient¿s status remained as admitted, and the old patient had been transferred from ed, 3p, 4p unit. The tss advised the customer to check with the registration team (adt/emr) to discharge the old patient, which would ensure only one patient existed on bed 485. Attempts were made to contact the customer, but no response was received, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ es server, the old patient was still showing in a bed, with two names even after old discharged. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.